Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 500 mg/dl at the time of the event also experienced diabetic ketoacidosis with no symptoms and the customer was treated with the insulin drip, manual injection, emergency medical service, and overnight stay of hospitalization. Troubleshooting was performed. The customer reported an insulin flow block alarm and a blank display. The pump was not utilized within 48 hours of the event along with the no active auto mode feature. No further patient complications were reported. The customer will continue using the device and the device will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set. Updated summary: it was reported that the customer experienced diabetic ketoacidosis (dka) without symptoms and hyperglycemia, which led to hospitalization. Customer's blood glucose (bg) value was 500 mg/dl and was treated with an insulin drip, manual injection. The customer also reported an insulin flow block alarm, reservoir leak which is visible in the reservoir compartment and a blank display. The pump was not utilized within 48 hours prior to the event, and the auto mode feature was not active at the time of the incident. No further patient complications were reported. No product return is expected for mmt-332a is not expected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.